Manufacturer narrative:
The insulin pump was received with no act, up and down button response due to corroded keypad traces. Unable to perform rewind and basic occlusion, occlusion, prime test, the excessive no delivery and displacement test due to act, up and down button response. Device was received with scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. Customer stated the b button was unresponsive. The blood glucose at the time of the incident was 280 mg/dl. Troubleshooting was not performed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.